Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer's mother called to report that her son had experienced high bg levels (mid-300's - 447 mg/dl) despite having administered a correction bolus. No pod alarm was reported, nor was the cannula observed to have been kinked or filled with blood. The pod will be returned for eval.